Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reported events are addressed in the labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported vascular ischemia when the patient was injected with juvéderm voluma® xc in the chin. Patient experienced blanching and bulging in the neck vein. Patient felt better after the injection. There is some bruising left due to many pokes from the hyaluronidase injections. The symptoms have not fully resolved.